Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
Dr. Revised a femoral head due to a femoral fracture which required cabling for a left hip. Update 09/october/2020: 36 +0 ceramic head was revised to a 36mm ceramic head with +0 sleeve and two cable and sleeve sets. Rep provided primary and revision usage sheets and confirmed that no further information will be released.